Event description:
Boston scientific crm received information that one day post implant, this device detected high out of range left ventricular impedances.

Manufacturer narrative:
A loose setscrew was suspected. The pocket was opened and the lead was re-seated into the header. All impedances returned to normal. No adverse patient effects were reported.